Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Post operative x ray showed an trochanteric fracture which was initially treated conservatively but at the two week mark x ray showed migration of the fragment. Patient subsequently taken back to theatre for fixation. Satisfactory result of that surgery thus far. Doi: (B)(6) 2021, unknown hip.